Manufacturer narrative:
The navio long attachment used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the long attachment performance verification. The reported problem was confirmed. The internal bearings disintegrated causing an obstruction in the long attachment. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "difficult to insert" and "doesn't fit" identified similar events. The most likely cause of this event is degradation/collapse of the long attachment internal bearings making insertion difficult or not possible. Further investigation into the reported failure is being conducted to determine if additional actions are required. Our reference number: (B)(4).

Event description:
It was reported that before a navio tka procedure, it was found that the bur was not able to fit through the long attachment. They replaced the long attachment with its backup from a different tray to continue the procedure without delays. No other complications were reported. The investigation found that the internal bearings disintegrated causing an obstruction in the long attachment.